Manufacturer narrative:
At this time, the product will not be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information from the field representative indicated that this ICD was explanted and replaced with a competitor's device; which is life threatening and requires hospitalization. The field representative thought that this ICD would not be returned. No additional adverse patient effects were experienced by the patient.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This ICD currently remains in service . It was reported that the facility has a contract with a competitor, thus it was not known if the ICD would be replaced with a company device. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.